Event description:
It was reported that during an unk procedure, a balloon ruptured occurred. The lesion being treated was located in the severely calcified, very tortuous, 95% stenosed left anterior descending artery. The vascular access site was femoral. During the procedure a 1.5x20mm maverick2 balloon ruptured at an unk atmosphere. The physician attempted to use a non bsc balloon which also failed. There were no pt complications or injuries reported. The pt status is listed as good.